Event description:
It was reported that this patient presented to the emergency room after receiving two inappropriate shocks after mowing his lawn. Episode review identified the inappropriate therapy resulted from t-wave oversensing (twos). A boston scientific technical services (ts) consultant assessed historical data from past uploaded in clinic sessions and remote monitoring. A clear morphology change was observed with past captured vectors. The sensing configuration has been primary vector since implant. Primary vector may have been the more favorable vector previously; however, the last uploaded data showed alternate vector also had a similar monophasic negative polarity with minimal t-wave component. Secondary vector was closer to biphasic but may also be a viable option. The patient is scheduled for a clinic visit in the near future and the physician would like the patient to undergo an exercise test echocardiogram to assess device sensing. The system remains in service and no additional adverse patient effects were reported. It was reported that an exercise test was completed, and the patient received another inappropriate shock after getting off the treadmill and getting a drink of water. The ts consultant reviewed the event in question in comparison to the presenting electrogram and identified a dramatic decrease in the r-wave amplitude with st elevation. Primary vector appeared to be the most viable option with no twos. Device manipulation was performed to check for movement, and the device appeared to be stable. X-ray was performed; however, the results were not obtained. The patient has bowel cancer and has lost about 88 pounds over the past few months. It is possible there are other factors with respect to the cancer treatment that are affecting the patient's heart given the morphology changes. The consultant stated that if the clinic wants to perform routine downloads via remote monitoring rather than just weekly alert checks, the logfile counters would be reviewed to assess sensing performance. The plan is to program therapy off if another inappropriate shock occurs. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event details. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving two inappropriate shocks after mowing his lawn. Episode review identified the inappropriate therapy resulted from t-wave oversensing (twos). A boston scientific technical services consultant assessed historical data from past uploaded in clinic sessions and remote monitoring. A clear morphology change was observed with past captured vectors. The sensing configuration has been primary vector since implant. Primary vector may have been the more favorable vector previously; however, the last uploaded data showed alternate vector also had a similar monophasic negative polarity with minimal t-wave component. Secondary vector was closer to biphasic but may also be a viable option. The patient is scheduled for a clinic visit in the near future and the physician would like the patient to undergo an exercise test echocardiogram (ese) to assess device sensing. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.